Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon revised a cup/liner and head from a mako hip originally done on (B)(6) 2016. The patient had since been involved in a car accident. Surgeon revised it for suspicion of a loose cup. When he revised it, it wasn't noticeably loose. After using innomed cup cutters, surgeon noted he felt it was mostly fibrous ingrowth. He replaced it with a trident ii cup.